Event description:
Customer reported a negative leukocytes result for the clinitek atlas. Microscopic review of the urine sample reported as >50 upon examination.

Manufacturer narrative:
Rotary receiver errors also observed. Field service engineer dispatched. Cleaned read head, plate, sensors and rollers, reseated sg fiberoptic, replaced lamp, heatfilter and retainer. System was recalibrated and passed quality control testing.